Event description:
It was reported that the pulse generator exhibited backup vvi mode. After a user download, normal function resumed. The device remained implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.